Event description:
It was reported that the device were used during a cystectomy procedure. The surgeon was not able to fire a complete staple line. Another stapler was opened and used to complete the procedure without incident. There was no patient consequence.